Event description:
Circumcision procedure was performed using a 1.1 hollister plasti-bell device. Upon application of the cotton ligature, the plasti-bell ring disrupted causing a deep circumferential laceration of the glans penis. Oozing was controlled using direct pressure and measured blood loss was 3.5 ml. Inspection of the plasti-bell showed disruption at both lateral seals of the plastic ring. The nicu neonatologist was consulted and the infant was transferred to a higher level of care hospital to be evaluated and managed by pediatric urology and plastic surgery.